Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the luer-lock connection (brown head) has leaking issue.

Event description:
The customer reports: the luer-lock connection (brown head) has leaking issue.

Manufacturer narrative:
(B)(4). The customer returned one 3-l cvc for evaluation. The sample contained obvious signs of use in the form of biological material in the extension lines and on the catheter body. Visual inspection revealed a small hole in the distal extension line adjacent to the luer hub. This hole is consistent with undue force being applied on the extension line. The length of the catheter body was measured to be 217 mm which is within specifications of 207-227 mm per catheter product drawing. The outer diameter of the distal lumen measured to be 2.165 mm which is within specifications of 2.13-2.21 mm per distal extension line extrusion product drawing. The inner diameter of the distal extension line measured to be 0.056", or 1.4224 mm, which is within specifications of 1.42-1.50 mm per distal extension line extrusion product drawing. This indicates that the wall thickness measured as expected. The catheter was flushed using a lab inventory syringe to ensure there were no blockages. A blockage was found in the medial and proximal lines. The blockages were found to be biological material and were removed with a lab inventory wire. The distal end was then clamped, and a water-filled lab inventory syringe pressurized each line. The distal lumen leaked near the luer hub when pressurized. No leaks were detected in the proximal or medial extension lines. A manual tug test confirmed all three extension lines were fully secured within the luer hubs. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of an extension line leak during use was confirmed by complaint investigation of the returned sample. The distal extension line contained a small hole adjacent to the luer hub. This damage is consistent with undue force being applied to the distal extension line luer hub. A device history record review was performed with no relevant findings. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.